Manufacturer narrative:
Lot #: unk as info was not provided. Catalog: unk but referred to as a cook celect filter. Exp date: unk as lot# is unk. Since catalog is unk the 510(k) could be either k061815, k073374, or k7090140 based on the date of implant. Unk as lot# is unk. However, investigation found no evidence to suggest that this device was no manufactured according to specifications and nothing indicates that the filter did not perform as intended , eg intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged preformation of vena cava cannot be determined based on the limited info provided. Cook medical wil continue to monitor similar reports.

Event description:
Description of event according to complainants attorney: it is alleged that " it was determined that an ivc filter would be implanted in pt due to her history of dvt's. On or about (B)(6) 2009, the cook celect filter was inserted into pt. There were no complications at that time. On or about (B)(6) 2012, pt presented to the hospital with abdominal pain and underwent a CT scan of her abdomen and pelvis without IV contrast. At that time, the ivc filter was noted to have several struts extending outside the ivc with at least one in the duodenum and one eroding into the l2 vertebral body. On or about (B)(6) 2013, pt presented to the hospital for attempted removal of the vena cava filter. After multiple attempts, this removal attempt was unsuccessful. Then, on or about (B)(6) 2013. Plaintiff underwent her second removal attempt, an open removal procedure with an open repair of the ivc. She also underwent an open removal of the filter pieces in her duodenum and an open repair of her duodenum".

Manufacturer narrative:
(B)(4). Summary of investigation findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on several struts, which allegedly were extending outside the ivc, the reported abdominal pain and difficult filter retrieval. However, investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4). Catalogt#: igtcfs-65-uni-celect-perm. Summary of investigation findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on several struts, which allegedly were extending outside the ivc, the reported abdominal pain and difficult filter retrieval. However, investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to complainants attorney: it is alleged that "it was determined that an ivc filter would be implanted in pt due to her history of dvt's on or about (B)(6), 2009, the cook celect filter was inserted into pt. There were no complications at that time. On or about (B)(6), 2012, pt presented to the hospital with abdominal pain and underwent a CT scan of her abdomen and pelvis without IV contrast. At that time, the ivc filter was noted to have several struts extending outside the ivc with at least one in the duodenum and one eroding into the l2 vertebral body. On or about (B)(6) 2013, pt presented to the hospital for attempted removal of the vena cava filter. After multiple attempts, this removal attempt was unsuccessful. Then, on or about (B)(6) 2013, plaintiff underwent her second removal attempt, an open removal procedure with an open repair of the ivc. She also underwent an open removal of the filter pieces in her duodenum and an open repair of her duodenum". Patient outcome: it is alleged that "while the cook celect was implanted in the patient, she was at risk for perforations, tilting, fractures and migrations. She faced numerous health risks, including the risk of death" it is also alleged that "patient suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). Corrected data based on new information received: (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/15/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the left internal jugular vein due to dvt/pe and had an attempted retrieval on (B)(6) 2013 and a successful retrieval on (B)(6) 2013 (open removal) of ivc filter after failed percutaneous filter extraction. Plaintiff is alleging migration, tilt, vena cava perforation, device is unable to be retrieved, bleeding, organ perforation.